Manufacturer narrative:
On 1/16/2019, it was reported to mentor that the issue was discovered by patient¿s symptoms. The capsular contracture is bake grade iii on the right breast implant as reported by the patient. The patient is experiencing pain. The surgery has not been scheduled yet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a mentor memorygel breast implant 325cc, serial number (B)(4), lot 7453277, catalog number 3503251bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced capsular contracture baker grade iii on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.